Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "this protocol has a specific instruction to stop the infusion once 500 ml has been infused. Pump was set as how it is supposed to be administered. Patient already reached the 500 ml volume but there was still 100+ ml more in the viaflex bag. Called pharmacy and made them aware of the issue and said to give the remaining volume. Since this is in a viaflex bag the drug was prepared according to what the volume should be and this is a pump issue-per pharmacy. The total volume infused as reflected on the alaris pump was 632.13 ml. This drug was supposed to run over 2 hrs. But instead it ran over 2 hrs. And 40 minutes. Patient wasn't harmed. Pump was already removed from treatment area. Immu-32/sacituzumab govitecan tvi: 632.13 ml." There was patient involvement but the impact is unknown. Although requested, additional information was not provided

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "this protocol has a specific instruction to stop the infusion once 500 ml has been infused. Pump was set as how it is supposed to be administered. Patient already reached the 500 ml volume but there was still 100+ ml more in the viaflex bag. Called pharmacy and made them aware of the issue and said to give the remaining volume. Since this is in a viaflex bag the drug was prepared according to what the volume should be and this is a pump issue-per pharmacy. The total volume infused as reflected on the alaris pump was 632.13 ml. This drug was supposed to run over 2 hrs. But instead it ran over 2 hrs. And 40 minutes. Patient wasn't harmed. Pump was already removed from treatment area. Immu-32/sacituzumab govitecan tvi: 632.13 ml." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.